Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a skin reaction with itching, redness, swelling, inflammation, and infection, underneath sensor pod area only. There was no photo provided. The patient was seen by their doctor and the skin infection was treated with an oral antibiotic, sluclox. The patient stated that the blood glucose values were a bit ¿funky¿ after the infection, but no specific diabetic symptoms or treatment were reported. There was no documentation of further medical intervention. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.